Event description:
It was reported that the insulin pump had a crack in the right upper corner of the display. The customer did not know the blood glucose reading. She could not recall how the damage occurred. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked case at the display window corners and battery tube threads, and minor scratched display window.